Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has been showing an abnormal decrease in the battery life expectancy. A battery analysis was completed and it was determined that he battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device was recommended to be explanted. The device has been explanted at a surgical intervention and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has been showing an abnormal decrease in the battery life expectancy. A battery analysis was completed and it was determined that he battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device was recommended to be explanted. The device remains in service at this moment. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has been showing an abnormal decrease in the battery life expectancy. A battery analysis was completed and it was determined that he battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device was recommended to be explanted. The device has been explanted at a surgical intervention and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.